Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. (B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery with four (4) seconds to go with an intralase patient interface (pi) after the patient was applanated and after the laser fired. The procedure was aborted. No further information has been received.